Manufacturer narrative:
Initial reporter's international phone: (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, a female patient became myopic (-1.5d) after implantation of a zxr00v intraocular lens (iol). The doctor was targeting emmetropia. After a week, the zxr00v iol was replaced with a 22.0 diopter iol. Per follow-up, the refraction shift was discovered on (B)(6) 2018. No additional information provided.

Manufacturer narrative:
Post op measurement: left: (r)-0.50 c- 1.50 a8 (astigmatic axis of 8° degrees). Awareness: rv (right eye vision) = 0.5 (1.0 × - 0.25 c - 1.25 a 10). Nbv (binocular vision) = 0.5 (0.3) at 30 cm: unaided visual acuity of 0.5 (distant corrected under vision 0.3) at 30 cm. Nbv = 0.5 (0.4) at 40 cm. Nbv = 0.6 (0.4) at 50 cm. Nbv = 0.6 (0.5) at 70 cm. Nbv = 0.7 (0.9) at 1 m. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. 9614546

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 6/28/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a lens holder. The sample was inspected by a qualified final inspection using 12x magnification. There are no anomalies. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.